Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken instruments sustained over the (B)(6) period. Email provides details of what instruments are broken with the relevant batch numbers. The email does not provide information on where or how these instruments broke and if debris was generated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument revealed the device was chipped. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.